Event description:
On (B)(6) 2011 it was reported that the patient presented to the hospital with an unstable heart rate that fell to 30 beats per minute. The lead exhibited increased capture thresholds. The patient experienced heart failure symptoms. On (B)(6) 2011 the lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.